Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called the left ventricular assist device (lvad) team after feeling shortness of breath and noticing lower speeds on their controller. Emergency medical services (ems) were called and the patient was found to be in ventricular fibrillation (v-fib). The patient was assessed in the emergency department (ed) and was shocked once to return to normal sinus rhythm. The patient does not have a history of arrhythmia before lvad implant. Tachytherapies had previously been turned off on this patient as they were in hospice care and has since graduated from hospice. When they presented to the ed with the v-fib, decision was made by the heart failure team and discussion with the patient to turn the tachytherapes back off again after the device was shocked once. The arrhythmia in this event was thought to be therapy related. The log files captured strings of consecutive yellow wrench alarms associated with driveline faults which were to be expected as the patient was using an unshielded patient cable with their power module due to multiple driveline fractures. One of these fractures was close to the controller and the other was near driveline exit site and likely not amenable to repair without skin excision of the site. The log also displayed transient elevations in power and flow on (B)(6) 2022 at 1218 associated with a pulsatility index event. Because of continued methamphetamine (meth) use and history of non-compliance with medical therapy, the patient is not a candidate for lvad exchange or a heart transplant. As an external repair would not solve the problem, the patient was to continue to use the ungrounded patient cable with their power module at home.

Manufacturer narrative:
Related MFR #2916596-2021-04790. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrhythmia could not conclusively be established through this evaluation. Additionally, analysis of the submitted log file confirmed the reported driveline fault alarms; however, a specific cause for the alarms could not conclusively be determined through this evaluation as the patient remains ongoing on ventricular assist device (vad) support. Based on past experience with the heartmate ii lvas and similar reported events, the log file findings could be indicative of a potential driveline issue. The submitted log file contained events and data from 06oct2022. Silenced driveline fault alarms were observed throughout the duration of the file. There was no interruption in pump function. The pump appeared to operate as intended and remained at or above the low speed limit for the duration of the file. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 18feb2015. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. Section 6 entitled ¿patient care and management¿ also lists arrhythmia as a potential late postimplant complication. The heartmate ii lvas patient handbook is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. The handbook cautions patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.